Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens and the tamper seal missing. The event log displayed that there was downstream occlusion. Sensor and functional testing were performed on the device. The unit was within spec at 25-27 psi. Calibrated unit to bring into more nominal reading (20 psi).

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a failed downstream occlusion. There was no patient involvement.